Event description:
Nurse manager of nicu reported pump was programmed to administer lipids at 0.38ml/hour over a 24 hour period using a 9ml syringe. The pump delivered medication in a 10 hour period. Patient received a total of 14 ml of lipids, facility overfills by 5 ml to ensure patient receives entire 9 ml. The overinfusion was discovered when patients lab tests indicated an extremely elevated triglyceride level. Test results reported the triglyceride level was in the 1000's which is considered an extremely critical value. Pump never beeped indicating entire contents of syringe had been administered. Although requested, nurse manager did not report what medical treatment was administered to the patient to return the patients triglyceride level to a normal level. No patient injury has been reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 07 2007. Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up medwatch will be filed.